Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a proximal type I endoleak. The physician elected to implant aptus endoanchors and successfully resolved the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.